Event description:
Patient was prepped for ifc (interferential current) electrical stimulation treatment using a electrotherapy unit in physical therapy. When treatment was started the patient stated feeling a higher intensity than accustomed to, that was uncomfortable. Unit was turned off and disconnected from patient and turned over to biomedical equipment maintenance for inspection. Patient had no injury or reaction effect, and treatment was continued with other electrotherapy unit.